Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the unit still has ECG signal after the patient passed away. The patient was unresponsive and the ECG leads on the defibrillator were placed on patient. The patient was seen by the medical officer who pronounced the death and there was still heart beat and ECG waveform shown on the machine. The staff subsequently borrowed another defibrillator machine from the opposite ward and got the ECG asystole strips which needed to be part of the document for the medical officer to have the time of death on the strips for the death certification. The sequence of events and the understanding of the impact of the device behavior has not yet been determined. Additional details have been requested.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the unit still has ECG signal after the patient passed away. The patient was unresponsive and the ECG leads on the defibrillator were placed on patient. The patient was seen by the medical officer who pronounced the death and there was still heart beat and ECG waveform shown on the machine. The staff subsequently borrowed another defibrillator machine from the opposite ward and got the ECG asystole strips which needed to be part of the document for the medical officer to have the time of death on the strips for the death certification.